Event description:
It was reported the patient's device was explanted and replaced due to battery depletion. The premature battery depletion was attributed to high voltage settings. No patient symptoms or outcome were reported.